Event description:
It was reported that during the implant attempt, the first right ventricular (rv) lead was too short for the patient's anatomy and the coil began to unthread while in the sheath. The first rv lead was not implanted and another rv lead was attempted. The second rv lead was accidentally slit. The second rv lead was not implanted and a third rv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).